Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that disconnection between the phaseal injector and tubing sets. There is no report of patient harm.

Event description:
The customer reported a disconnection between the phaseal injector and tubing sets exposing patients and staff to chemo leaks and spills. No harm to patient or staff was reported.